Manufacturer narrative:
B3: july 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel reverse error and check clutch plunger error. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and worn-out clutch parts were found to be the cause of the issue. The customer's problem was replicated. The left/right clutch, clutch spring, worm gear, worm coupling, and motor were replaced to fix the error.